Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient experienced that the infusion set tubing was leaking at the adhesive. The infusion set was used for one day. The blood glucose level of the patient was 200 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.

Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2024-10184- device 5 of 5.